Event description:
Daughter of female, reported that patient passed away in 2006. She indicated that on the morning of that day, patient's blood glucose was elevated to 480 mg/dl. Her recommended blood glucose range was 80-120 mg/dl. Daughter stated that later that day, patient tested her blood glucose and it was 590 mg/dl. She reported that patient vomited twice and did not eat anything. Daughter indicated that at 6:30 p.m., her blood glucose level registered "hi" on blood glucose meter (generall >500 mg/dl). Patient was discovered deseased by paramedics in 2006. Daughter indicated that she believed patient passed away during a night earlier than what mentioned by paramedics. Six days later, patients daughter indicated that 3 days prior to her mother's death, her mother was diagnosed with stage 1, grade 1, tubal breast cancer. Daughter stated that she believed her mother was having problems with the infusion device. She reported that pt kept good records of her blood glucose levels. Her recent blood glucose reading were as follows: 10 a.m./70 mg/dl, 2:05 pm./93 mg/dl, 5 p.m./103 mg/dl; next day: 116 mg/dl, 266 mg/dl, 103 mg/dl, 5 p.m./103 mg/dl; next day: 116 mg/dl, 266 mg/dl, 103 mg/dl, 67 mg/dl, 158 mg/dl, 99 mg/dl; next day: 116 mg/dl, 2 p.m./336 mg/dl, evening 248 mg/dl, 8 p.m./194 mg/dl; next day: 1:30 a.m./420 mg/dl, 1 p.m./590 mg/dl, 3 p.m./"hi", 8 p.m./"hi", 7 p.m./"hi". She indicated that she did not believe patient had attempted to administer insulin injections to address the issue as there was no evidence in the house that she had given herself an injection. Product was requested to be returned for evaluation.